Manufacturer narrative:
The modification adjmnt check box should not be checked..

Event description:
It was reported that the patient underwent a spinal surgical procedure using rhbmp-2/acs. Reportedly, the patient¿s post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.

Event description:
It was reported that in 2009, the patient had intermittent left arm pain and numbness in his arm and fingers. On (B)(6) 2010, the patient underwent cervical spine surgery on c6-c7. During a follow-up visit, the patient complained of severe pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.